Manufacturer narrative:
Date rec¿d by MFR : 22jul19, date of report : 31jul19. The manufacturer¿s international service technician confirmed the reported issue and replaced the defective (gas delivery system) gds to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported tidal volume fault. There was no patient involvement.